Event description:
The device would not register when hooked up to the cord and machine. Staff changed the device and it worked just fine. Item will be returned when the shipping container is received.